Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having issues with their implantable pulse generator (ipg). The patient has not been to the clinic for a device check and attempts to gain more information were unsuccessful. The ipg remains in use. No patient complications have been reported as a result of this event.